Manufacturer narrative:
Evaluation method: the patient's device was not returned to zoll for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient alleged a cancerous lesion caused by the lifevest. The patient reported wearing the lifevest for 100 days and developing a keloid on the left side of his back. The patient reported having the scar surgically removed and it grew back. The lesion was then surgically removed a second time. The patient alleged the lesion was caused by the lifevest.